Event description:
(B)(6) health converted to the maxoat+ exam gloves in december 2022. Since then, we have had 99 staff reports (some have multiple events in each report) of either ripping/tearing easily, or rashes/contact dermatitis from mild to severe in nature. Rashes (72 reports). Ripping (27 reports). Of the above, 5 reports were a combination. At the start, (B)(6) health noticed the sizing was not 1:1, and recommended users size up one size to prevent ripping/tearing. Events continued to be tracked. After some staff reported rashes, we asked staff to be evaluated by occupational health to document the rash and confirm it was contact dermatitis. When confirmed and reported, staff have been given an alternative glove from cardinal to wear and have not suffered from any rashes/dermatitis. (B)(6) health has investigated this issue for contributing factors. In our research, we found an increase of contact dermatitis since the introduction of chemical accelerants into the manufacturing process. Zinc dibutyldithiocarbamate (zdbc) was believed to be the most culpable for this reaction. Zdbc is the accelerant used in the max oat+ gloves and the previous fitguard gloves that some of our employees had the same reaction to. There were only two reports in maude when we checked (from 2015 and 2017) and both were about rashes. Normally we report at the first sign of an issue, but we wanted to truly rule out internal resistance to change and other factors prior to reporting. We have attached the research and medline accelerant information here. This was noted across all lots, not lot specific. We are still partnering closely with occupational health at ynhhs to make sure we are able to support staff with products to deliver care safely.

Event description:
[Redacted name] converted to the maxoat+ exam gloves in december 2022. Since then, we have had 99 staff reports (some have multiple events in each report) of either ripping/tearing easily, or rashes/contact dermatitis from mild to severe in nature. Rashes (72 reports); ripping (27 reports) of the above, 5 reports were a combination. At the start, [redacted name] noticed the sizing was not 1:1, and recommended users size up one size to prevent ripping/tearing. Events continued to be tracked. After some staff reported rashes, we asked staff to be evaluated by occupational health to document the rash and confirm it was contact dermatitis. When confirmed and reported, staff have been given an alternative glove from cardinal to wear and have not suffered from any rashes/dermatitis. [Redacted name] has investigated this issue for contributing factors. In our research, we found an increase of contact dermatitis since the introduction of chemical accelerants into the manufacturing process. Zinc dibutyldithiocarbamate (zdbc) was believed to be the most culpable for this reaction. Zdbc is the accelerant used in the max oat+ gloves and the previous fitguard gloves that some of our employees had the same reaction to. There were only two reports in maude when we checked (from 2015 and 2017) and both were about rashes. Normally we report at the first sign of an issue, but we wanted to truly rule out internal resistance to change and other factors prior to reporting. We have attached the research and medline accelerant information here. This was noted across all lots, not lot specific. We are still partnering closely with occupational health at [redacted name] to make sure we are able to support staff with products to deliver care safely.